Event description:
The facility states the consumer was being transferred from her bed to a chair. The bracket by the hanger was allegedly sharp and cut the customer on her right leg, requiring stitches.

Manufacturer narrative:
Manufacturer received information that users facility was transferring a patient from their bed to their chair. User allegedly had contacted the hanger bracket on the chair during the transfer, and cut their leg requiring stitches. Current user guide covers proper transfer methods. No malfunction confirmed. MDR filed based on alleged injury.